Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: an analysis of the returned device identified: broken fill channel, crease fold, and white particles inner the device and on the surface of the device. Leak test and microscopic analysis was performed which identified: sharp broken on fill channel. Based on the device analysis the final assessment is: sharp pattern on fill channel of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.